Event description:
Pt was getting a shock feeling from the device. Like an electrical shock.

Manufacturer narrative:
Results: corrosion was identified during visual testing. Conclusions: device returned to MFR for further investigation. Results pending. Associated accessory device: monitor. Serial # (B)(4).